Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826653) was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - upon receipt, the complaint unit is initially assessed to be in good condition. Minor signs of use are apparent throughout the catheter. A slit opening is identified on the catheter against the white barium lumen close to the tip. The icp transducer seems to be in good condition with no signs of any damage that could potentially affect its functionality. Utilizing a known good external drainage collection bag, a leak test was performed with the complaint unit and passed. Showing no signs of leakage throughout the catheter including the slit identified. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the failure evaluation results, the likely root cause is mishandling/misuse.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2023 and 3 days after the procedure, the microsensor was leaking cerebrospinal fluid (csf). Then the physician retrieved the product and stop monitoring. It was explanted on (B)(6) 2023. The monitor used was icp express, 220 volt (ID 826635) and the cable used was icp express cable (ID 826636).